Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, a fully charged autopulse li-ion battery sn (B)(4) could not power up the autopulse platform. The customer stated that the battery was charged prior to using it with the autopulse platform and the status leds of the battery showed four solid green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.